Event description:
The adaptor broke.

Manufacturer narrative:
Examination of the returned device confirms the reported event; the tabs have spread out and have worn the material inside of the tabs. Previous evaluations found misuse and heavy usage as contributing factors. The root cause is attributed product wear out due to heavy usage based on the overall condition of the returned device. Based on the root cause of product wear out, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.